Event description:
The initial reporter stated that the pump was shutting down without alarming. At the time of the complaint, the initial reporter stated that the patient had not experienced any adverse effects due to the complaint, but that they had no additional information. No other information was provided. [Complaint- (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.